Event description:
It was reported that the procedure was to treat a calcified lesion in the left main. An unknown stent was implanted successfully. A 4.5 mm nc trek balloon catheter was advanced and inflated 2 times, to nominal pressure. The 5.0 x 12 mm nc trek balloon catheter was then advanced without issue and inflated 1 time to nominal pressure, but the balloon would not deflate. The indeflator was switched to a syringe. The balloon was inflated a little more, but still would not deflate. After some minutes, the balloon was partially deflated and removed into the guiding catheter. All devices were then removed as a unit. Outside the anatomy, another attempt was made to full deflate the balloon, but contrast still remained in the balloon. No further dilatation was needed and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.